Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the pouch was opened on 3 sides. The electrodes and tape paper were removed. There was a brown residue at the distal tip of the endotracheal tube. Functionally, syringe was used to inflate and deflate the cuff at 20cc multiple times. There was no sign of cuff leakage. The leak test was performed by submerging the inflated cuff under the water with no sign of leakage. Under the magnification there were no signs of bubbles, cuts, or punctures. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the anesthesia was started, the cuff was found to be air leaking, and the spare endotracheal tube was immediately replaced. The leak evident was evident when trying to inflate the cuff to establish the airway during the intubation process. There was no procedure delay. There was no patient impact.